Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a sticky residue was preventing the pocket from opening properly. A field service engineer cleaned and removed all residue from pocket 1.15 and surrounding pockets 1.14 and 1.16, then rebooted the system and performed firmware updates and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, failed hardware and unable to open. Customer tried to recover but issue remains the same. There were no adverse events or injuries reported based on this event.